Event description:
It was observed that during the device evaluation, the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs exhibited a broken ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e1: the following fields should be empty: first/given name, last name, email address, address - line 1 and line 2, city, and telephone number. The establishment name should be olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be damage to the ceramic beak of the sheath caused by thermal-induced impact, wear and tear, improper handling, or mechanical overloads such as a fall, shock, or similar stress. The instructions for use (IFU) warns that the ceramic tip can break due to mechanical loading or thermally induced strain. Thus, it is the responsibility of the user to inspect the instrument before every procedure: "4 before use warning infection control risk properly reprocess the product before and after each subsequent use following the instructions in this manual and the system guide endoscopy. Improper and/or incomplete reprocessing can cause patient and/or medical personnel infection. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at the distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.